Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that the insulin pump shut off during sleep. The customer's blood glucose was 594 mg/dl at the time of incident. The customer reported that they had high blood glucose over 600 mg/dl. The customer also reported that the up and down button were hard to press and were sticking. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switches. The j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no unexpected low battery alert or bad battery alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.